Event description:
Related manufacturer reference number: 2017865-2022-45056. It was reported a patient presented for a right ventricular (rv) lead replacement procedure on (B)(6) 2022. The rv lead had poor sensing, high capture thresholds, t-wave oversensing, and an increase in stimulation impedance. During procedure, the screw for the lead would not tighten into the implantable cardioverter defibrillator (ICD) header. The ICD and the lead were explanted and replaced in the same operation. Post-procedure the patient was stable.

Manufacturer narrative:
Correction: return not received, appropriate codes inputted.